Event description:
Dexcom territory business manager contacted dexcom technical support on (B)(6 )2012 on behalf of adult patient to report that upon removal of sensor on the same day due to sensor error, the patient was able to see a portion of the sensor wire protruding from his skin at the point of sensor insertion. Patient is a physician and was able to remove the wire from his skin. Patient experienced no discomfort. At the time of the call into technical support, patient is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.